Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer was not able to rewind/prime. The customer's diabetes care manager stated that she saw drops at the end of the tubing but the pump gave a no reservoir alert. The customer was advised that the prime anomaly on the piston is broken and will no longer recognize the reservoir.